Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
The complainant alleged that during biomed testing, the device displayed an "internal comm failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.